Event description:
It was reported that the patient presented for in-clinic follow-up with loss of capture and under-sensing exhibited by the right ventricular lead. Lead dislodgement was confirmed via chest x-ray. The lead was successfully repositioned on (B)(6) 2022. The patient was stable.